Manufacturer narrative:
Additional information: product grid, h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted. Oxiris has been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection.

Event description:
It was reported that during treatment with an oxiris set, an external solution leak was observed at the end of the pump. There was no patient injury or medical intervention associated with this event. No additional information is available.